Event description:
Writer was disconnecting equashield medical transfer set to connect next chemotherapy and the whole connector [of the alaris pump module smartsite infusion set] broke off on alaris tubing side, not on the equashield side. The alaris tubing was immediately clamped and disconnected from the patient. Alaris pump module smartsite infusion set was saved and given to pharmacy.